Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) with implant. The shaft and implant were examined. There were numerous kinks throughout the device and blood in the lumen. The tip and markerband were bent inward. The implant was deployed during analysis and found to have anchor damage. The size of the implant is consistent with the reported event; however, the tines were not twisted and there was no issue deploying the implant. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 04/24/2017. It was reported that the feet of the device were twisted in the catheter after use. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and this 30mm watchman ® laa closure device & delivery system was advanced. The closure device was deployed, but then fully recaptured and removed. Outside of the patient it was noted that feet of the device were twisted together within the delivery system. No damage was observed to the delivery catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient was reported as stable. However, analysis of the returned device revealed kinks and tip damage.